Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted after suffering a fall at home. The pt was reportedly clinically stable after the incident; however, upon review of the sys controller's log file data on the sys monitor's history screen, the vad coordinator noted 2 clock-reset registries (consistent with power interruption to the sys). X-rays and log files were taken and submitted to the MFR for analysis and the hospital requested an evaluation of the pt's percutaneous lead (lead).

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.